Event description:
Healthcare professional reported injecting a patient with 1 syringe of juvéderm voluma® xc in each cheek). Patient presented with swelling firmness at two weeks follow up and was prescribed antibiotics and steroids. A week later, patient was treated with 4 ml¿s of hylenex and continued on steroids as showed signs of improvement. Patient developed swelling, and redness was admitting to hospital given IV antibiotics. Continued steroids and antibiotics was doing better. Approximately 6-7 weeks post procedure, patient presented with firm hardness now in the anterior cheek and aspirated 2 ml¿s of puss. Patient received 2 more mls of hylenex a sample was to be cultured now on 2 different antibiotics.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2201. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported at 2 weeks when patient presented with swelling, hardness with swelling the lateral cheek areas, patient was treated with prednisone and doxycycline for possible inflammatory reaction. Later, prescribed augmentin since swelling had started to return. Steroid was noted as prednisone. Eyes began to swell so patient was admitted to the hospital for 48 hours and treated with IV vancomycin and unasyn. Patient was discharged on augmentin for 10 days. Patient now on bactrim and flagyl. 2 months after onset, cultured returned positive for staphylococcus aureus. Patient switched from bactrim to keflex for a total of 25 days of antibiotics continuously. Symptom has improved.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected, and/or changed data: a.2., a.3., a.6., b.2., b.5., b.6., b.7., section c. Suspect product, d.4., d.6a., h.4., h.6., h.8.